Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since they had the new implant put in, their right hand is getting pins and needles. They have slurred speech and tremor and with the old implant the doctor told them the dbs could only control one or the other but not both simultaneously. The doctor told patient that their new dbs implant has more programming capability so patient is hoping this system will be able to help with both issues. Patient mentioned that in the past when they turned stimulation off, they were walking like (B)(6). Patient has an appointment with managing physician on monday the 29th.

Event description:
Additional information received from patient indicating that cause of tingling remains unknown and no further actions will be taken to address this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.